Event description:
The patient stated that she experienced a separation of her infusion set tubing at the luer-lock connection. This occurred during normal use, but was not discovered by the patient until after she measured her blood glucose. She observed a blood glucose value of 450 mg/dl. Her symptoms at that time included heavy breathing, a metalic taste in her mouth, and fatigue. She reported a normal blood glucose range of 100-130 mg/dl. Once she observed her elevated blood glucose, she checked her infusion set tubing and found the separation. She noticed insulin leaking at the separation. She then changed her infusion and gave herself an injection of insulin to reduce her elevated blood glucose. At the time of the report, her blood glucose value was 77 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.